Event description:
It was reported that a catheter issue occurred. The target lesion was located in the severely tortuous and moderately calcified right coronary artery (rca). An opticross hd catheter was selected for ultrasound examination of the target lesion. During pullback, imaging was lost, the screen went dark and nothing was displayed. It was noted that air had not been removed during device preparation for flushing. The procedure was completed using another device of the same model. No patient complications were reported.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of cause not established following a review of the reported events details, available information, and product record review. The device was not returned for analysis, limiting further assessment. Improper handling, device manipulation, or not following instructions may have contributed, but no additional information was available.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the severely tortuous and moderately calcified right coronary artery (rca). An opticross hd catheter was selected for ultrasound examination of the target lesion. During pullback, imaging was lost, the screen went dark and nothing was displayed. It was noted that air had not been removed during device preparation for flushing. The procedure was completed using another device of the same model. No patient complications were reported.